Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis with a chipped and cracked top case and fully contaminated plunger head. During analysis, the reported issue was able to be duplicated. It was noted that impact and fluid ingressions were the causes of the reported issue. Service replaced top case and all parts of the plunger head to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be user interface.

Event description:
Information was received indicating that issue with the printed circuit board (pcb) and the case of a smiths medical medfusion pump was noted. No adverse effects were reported.